Event description:
It was reported that the patient presented for routine follow-up. Upon interrogation the atrial lead exhibited noise. The noise was reproducible in clinic. The lead remained implanted and the patient would be monitored.